Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain. The rep reported that they can't connect to the patient's ins with his tablet, nor can he do it with recharger or patient programmer. Technical services (ts) found out that patient last successfully recharged 4 months ago. The patient tried to recharge 3 months ago and he couldn't. Ts recommended physician recharge mode (prm). Ts recommend doing prm in hcp's office to allow clearing power on reset (por) once patient is able to recharge. Ts also reviewed potential reasons why the ins can't be recharged (i.e. Flipped). Ts reviewed longevity is 9 years, but ins can go over this mark if patient was in over-discharge in the past. Before ts could ask further question, the rep disconnected. Call back didn't get response from the rep. Troubleshooting was unable to be performed. No symptoms were reported. Additional information was received from a rep. The rep reported that the cause of the inability to connect and charge wasn't determine, it was likely the ins was at end of service (eos). The rep attempted a trickle charge. The physician is to replace the battery.